Event description:
It is reported that during priming, insulin pump does not display insulin levels. It is also reported that volume on insulin pump is very loud during rewind. Customer's blood glucose was not given. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.